Manufacturer narrative:
(B)(4) .

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor stopped a day early. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The share log data was reviewed and failed. The reported event of sensor stopping a day early was confirmed. The probable cause is sensor decline. No additional event or patient information is available.